Event description:
Two tag 3720 devices were deployed accurately and landed where the clinician intended. This was confirmed from the physician. The resulting treatment length matched the original pre-cse planning treatment length. Post-operatively, the patient developed paraplegia. Upon post-cases evaluation, the physician speculates that the overall treatment length may have contributed to the patient's paraplegia. The physician stated that he is only speculating on this notion, as it is not able to be proven. Additionally, this patient had a spinal drain in place pre-procedurally, during the procedure, and for 24 hours after the case (removed post-op day 1). The physician commented that, retrospectively, he should have left the drain in longer. The physician has provided pre-case CT films and intraoperative has provided pre-case CT films and intraoperative angiograms of pre and post deployment to gore. Gore will request additional post-deployment CT axial images from the physician.